Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that five (5) u by kotex sleek regular tampons had pledgets falling apart upon removal. The consumer believes she was able to remove all of the pieces. The consumer consulted a medical professional and reported that she was diagnosed with a vaginal and urinary tract infection and was prescribed creams. The consumer indicated that her symptoms have resolved.